Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation surgery with a 425cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her right breast prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 525cc mentor smooth round moderate profile saline breast implant on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 05, 2023, mentor completed visual inspection, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear (a) measuring approximately 2.3 cm on the anterior view, a tear (b) measuring approximately 1.1 cm on the posterior view and a tear (c) measuring approximately 0.1 cm within a crease/fold on the posterior view. Microscopic examination was performed on the edges of the tear (a) and tear (b), and parallel striations were found in an area of the tear (a), measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (a) and tear (b) could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear (b), and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the tear (b), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The evaluation determined that the cause of the tear (c) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer's reference number: (B)(4).